Manufacturer narrative:
Thrombus was already reported mistakenly under wrong product under MFR#2916596-2019-05563. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient had a slow increase in flows and power. On (B)(6) 2020, it was reported that patient presented with shortness of breath, lactate dehydrogenase was elevated to 1100 u/l , elevated t.bili, d.bili, bnp, plasma free and haptoglobin pending, positive ramp tte which indicates thrombus. No further information was provided.

Manufacturer narrative:
Section h4: correction. Manufacturer's investigation conclusion: review of the log files provided by the account confirmed elevations in pump power and flow; however, a specific cause for these events could not be conclusively determined. Additionally, the report of possible thrombus could not be confirmed as no product was returned for evaluation. Furthermore, a direct correlation between heartmate ii lvas and the reported events could not be conclusively established. The account¿s submitted log files collectively contained data from on (B)(6) 2019 and from on (B)(6) 2020. Transient elevations in pump power and flow were captured on (B)(6) 2019, on (B)(6) 2020. These elevations ranged from 8.2-10.9 watts and 9.0-12 lpm, respectively, and did not appear to be associated with pi events. Despite the observed elevations, an overall downward trend in pump power and flow was ultimately observed throughout the second log file. Despite these events, the pump appeared to function as intended and operated above the low speed limit for the duration of the files. The patient remains ongoing on heartmate ii lvas and no further events have been reported at this time. The hmii lvas IFU lists hemolysis and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range, as well as the suggested anticoagulation modifications. This document also outlines indications of pump thrombosis as well as how to respond to such events. In reference to power, the IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.